Event description:
Asku

Event description:
It was reported that over a one month period, the lead impedance increased from 488 to 4336 ohms. Over the same period, oversensing was observed. A lead fracture was suspected. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. The lead was returned, however detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. We did collect performance data from the device. Analysis of that data revealed noise, varying impedance measurements, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): we did collect performance data from the device. Analysis of that data revealed noise, varying impedance measurements, and an elevated sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. Distal conductor fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead in segments returned and analyzed.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety.